Event description:
The customer reported grainy and dark images. Further investigation by the fse revealed that the system displayed intermittent kv on in error messages. This error resulted in intermittent shut down of the system. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.